Event description:
It was reported that during routine system startup, it was observed that the centrimag display failed to initialize. The event occurred in a controlled setting with no patients connected to the system at the time. There were no clinical consequences.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.